Event description:
It was reported that the procedure performed was to treat a moderately calcified right common iliac artery and a mild to moderately calcified left common iliac artery. The first 8.0x39mm omni elite balloon-expandable stent delivery system (sds) was advanced to treat the right common iliac artery. During repositioning the sds, the stent slid off the sds. The dislodged stent was removed via snare. A new omnilink stent was used to treat the right common iliac artery. The second 8.0x39mm omni elite sds was advanced to the left common iliac artery. During repositioning, the stent slid partially off the sds during repositioning; however, it was successfully implanted at the target lesion of the left common iliac artery. There was no adverse patient sequela and no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.